Event description:
Site reported that a locatable guide did not work in the superdimension ilogic system. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
The locatable guide has not yet been returned for evaluation. Superdimension is filing this MDR in an abundance of caution due to multiple exposures to anesthesia.